Event description:
It was reported that there was damage to the pump housing specifically around the usb port, affecting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.